Manufacturer narrative:
Initial 3 of 8.E1: (b)(6). Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.

Event description:
It was reported that patient experienced an infusion set adhesive failure on 28-Jun-2026, where the infusion set fell off during use.